Manufacturer narrative:
Neither the tulip nor the screwdriver have returned for evaluation. The part and lot number of the tulip is unknown. Photographs were not provided. Review of the device history record for the screwdriver indicates the device conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. Based on the information provided, a root cause could not be determined. If additional information is received, a supplemental report will be filed accordingly.

Event description:
It was reported that the tip of the driver broke off in the top of a screw upon insertion. The screw would not fully advance into the desired position when this occurred. The tulip which contained the tip of the driver was removed. An iliac screw was instead inserted to be able to connect the rod to the pelvis.